Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a sacrospinous ligament fixation vault suspension procedure using a capio slim device, the carrier failed to retract following a single deployment by the physician. Additionally, the physician did not apply tension to the suture against the handle while throwing. The procedure was completed with another of the same device. No patient complications reported.